Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The hospital is in possession of the device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. Additional information stated the physician suspected a micro-dislodgment caused the elevated thresholds. The lead was cut during the extraction procedure to facilitate access.